Event description:
Customer reporting 1 false positive sofia sars result for 1 asymptomatic (off label use - at the time of testing) employee. The customer communicated that the result was confirmed negative through pcr testing.

Manufacturer narrative:
Investigation summary: a patient sample was submitted for testing and produced a negative sofia sars result and positive result on lyra sars. The sample may have been below the lod of sofia sars. Root cause: unable to determine. Source: phone.